Manufacturer narrative:
Other applicable components are: product ID: 387445, lot# v954441, product type: screening device. Product ID: 387445, lot# v954441, product type: screening device. (B)(4). Device evaluation: analysis of both leads found no anomalies.

Event description:
It was reported that after the healthcare professional (hcp) put the trial leads in place, the patient was getting no stimulation. Impedance testing was performed and found out of range and high impedances on both leads on the multi-lead trialing cable (mltc). It was further reported the impedances were >10000 [ohms] with electrodes 2-6 on both leads. The mltc was replaced at that time; however, the same impedances were measured. The patient's leads were pulled and replaced with new leads at that time. Additional impedance testing was performed with the same mltc and it worked and produced normal impedances. It was stated that there were no issues found with the patient following the lead replacement. There was no patient death or injury from the event and the patient recovered without sequela following the event. A supplemental report will be filed if additional information is received.